Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H10. Corrected data - updated h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 23mm aortic valve implanted for nine years, ten months underwent redo aortic valve replacement due to severe central aortic regurgitation. The patient tolerated the procedure well and was taken to the intensive care unit in a stable condition. The patient was discharged on pod #4.